Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore was not returned to pathway medical technologies for evaluation. Note: graft is not included in the indications for the pathway jetstream g3 catheter.

Event description:
The jetstream g3 was advanced to treat a completely occluded 15 cm lesion located in a superficial femoral artery (sfa) - popliteal vein graft. One pass was made using minimum diameter mode and a pass was made using maximum diameter mode. It was noticed that aspiration was not as brisk as it was initially, however it was still aspirating. Doctor was then advised to stop after a pass was made using maximum diameter mode where a few rpm drops occurred. An angiogram then revealed a widely patent graft with a slight dissection at the distal popliteal. The physician used a balloon with a good end result.